Manufacturer narrative:
The reporter's test strips were provided for investigation where they were measured on reference meters with a high level control sample. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field occupation - the occupation is lay user/patient. This event occurred in (B)(6) (iso country code). Medwatch field country - the country is (B)(6).

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 1.75 inr. Within 30 minutes to an hour of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.62 inr. The patient's therapeutic range is 1 - 2 inr.